Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pacemaker - (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced muscle stimulation from both the atrial and right ventricular (rv) leads. Additionally, the rv lead exhibited oversensing resulting in pacing inhibition, and the atrial lead exhibited high outputs. The leads were both capped and replaced. No further patient complications have been reported as a result of this event.